Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a faulty reservoir and high blood glucose readings. The customer's blood glucose reading was 512 mg/dl. The mother stated that her daughter received a no delivery while she tried to bolus during lunch. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to manually push the plunger and verify the tubing exits. The customer was advised that changing the reservoir will resolve the issue. The customer is being sent a replacement reservoir.